Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported a left side capsular contracture, baker grade unknown. Device remains implanted.

Event description:
Healthcare professional reported a left side "capsular contracture, baker grade iii". Patient reported left side "rupture" and doctor confirmed. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6b, d9, g1, h3, h6. Device evaluation: visual analysis of the returned device identified: underweight and broken shell. A microscopic analysis was performed which identified: striated broken on anterior. Based on the device analysis the final assessment is: - striated broken on anterior assessed as surgical damage.